Event description:
It was reported that treatment was performed on a totally occluded rca. After balloon dilatations in the vessel, a 3.5 x 28 mm vision stent was implanted in the proximal rca near the ostium. Several attempts were made to pass a 3.0 x 23 vision stent through the first one that had just been implanted, but resistance was felt. During the attempts to pass the second stent through the first one, it became apparent that the stent was beginning to dislodge. The stent delivery system was pulled back to the level of the iliac artery, but the stent could not be retracted into the guiding catheter. Biopsy forceps were used to grasp the stent and the whole system was removed. A balloon post-dilated the stent at the ostium and two additional stents were implanted to complete the procedure.